Event description:
It was reported that difficulty was encountered during removal of the gudie wire following catheter insertion via the right subclavian vein. When the guide wire was removed from the catheter, it was noted to be stretched. Since an x-ray showed the catheter to be in an incorrect position, it was removed and a new catheter was inserted. A follow-up x-ray showed a piece of the guide wire curled up near the right jugular site. The patient expired of underlying conditions not associated with this event.